Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and observed peltier lyse ambient temperature errors. The fse found and replaced yellow striped tubing on feed thru fitting ff113, from pinch valve pv37 that had become detached from the fitting to resolve the leak. He also replaced the peltier module as fluid had leaked onto it. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately 20ml from a coulter lh 500 hematology analyzer during the shutdown and cleaning cycle. There were lyse ambient temperature error messages generated at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.